Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had been having trouble emptying their bladder. The patient stated this issue just started. They stated last monday they went to patient first because they were having a lot of pressure. The patient thought they might be having a uti because they had uti's before the interstim was implanted. The patient also stated they were getting up in the morning and gushing and their pads were dry during the night or were a little wet. This had helped a lot because the patient didn't have to keep changing pads but their healthcare provider (hcp) told them that they were not emptying their bladder. The patient tried changing programs today but couldn't do it but they were able to increase the settings. The hcp showed the patient how to use a catheter to empty the bladder. The patient stated after increasing settings they felt like they had to urinate and the nurse said that was good because the patient had about a liter of fluid and then they helped the patient do the catheter. The doctor was sending the patient to get an ultrasound at the radiology place. The patient stated they went to the doctor's office today and increased the settings and stated they were not able to change programs. Patient services (pss) reviewed increasing settings may improve things. The agent reviewed the patient could try increasing stimulation to where they can feel it in the bike area and if that didn't help, the patient could consider changing programs. The patient would like to contact the manufacturing representative (rep). Pss emailed the rep.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was first noticed on (B)(6) 2024. They reported that the patient had experienced urinary retention prior to the device and that their retention had not worsened as a result of the device or therapy. They stated that catheterization was not the patients standard of care prior to the device. When asked about the cause of the inability to change programs they stated that it was not known. When asked what steps were taken to resolve the issue they stated that the patient worked with a manufacturing representative (rep) who helped the patient with programming and taught them how to use the controllers. This issue was not yet resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was first noticed on 2024-aug-21. They reported that the patient had experienced urinary retention prior to the device and that their retention had not worsened as a result of the device or therapy. They stated that catheterization was not the patients standard of care prior to the device. When asked about the cause of the inability to change programs they stated that it was not known. When asked what steps were taken to resolve the issue they stated that the patient worked with a manufacturing representative (rep) who helped the patient with programming and taught them how to use the controllers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.